Manufacturer narrative:
Medical device: dtba1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) counts, high rate non sustained episodes, and high thresholds. Follow up indicated the patient always had elevated thresholds in the past and the lead was reprogrammed. The lead is still in use. No patient complications have been reported as a result of this event.